Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient had a magnet tag over their device. No adverse patient effects were reported. A boston scientific technical services (ts) consultant recommended that the patient find out how the magnet feature was programmed in his/her device. This product was explanted several years later for normal battery depletion (nbd) and returned for laboratory analysis.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.